Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid [1 mg/ml] at a dose 0.2302 mg/day. It was reported it was unknown if a catheter event had been confirmed. The representative stated the patient had spinal surgery on friday (B)(6) 2017 to remove hardware from the spine. The representative stated on the weekend the patient developed acute increased pain with no relief of the pain and was seen in the emergency room. The representative stated today (2017-apr-26) there was a plan to do a catheter revision. The representative stated the medical doctor did a catheter access port (cap) dye study and was seeing dye at the tip of the catheter and then spread intermittently down the intrathecal space in a stuttered appearance. The representative stated there did not seem to be any leaks, and the doctor was able to aspirate freely from the cap. The representative stated the doctor was wondering about the stuttered appearance to the dye. The change in therapy/symptoms was considered sudden. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. There was no issue found with the catheter. The symptoms have resolved. The patient¿s weight was unknown.

Manufacturer narrative:
'Intervention required' no longer applies. 'Serious injury' no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that they ended up not revising anything. The cause of the stuttered appearance of the dye down the intrathecal space was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.